Event description:
During use of the device for a cardiopulmonary bypass procedure,the user reported that the arterial monitor reset itself, sounded a high pressure alarm and then everything reset. The device was not changed out, however, user went to a back-up unit. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet completed.